Manufacturer narrative:
(B)(4).

Event description:
It was reported "on transport, the iabp screen glitched twice. Both times balloon stopped and screen was black/unresponsive. Lights went out on quick buttons as well. Pump was still on (on/off power switch stayedlit up green). Quickly grabbed a new iabp and swapped out. The new pump was running fine". The patient's current condition is reported as "unknown".at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The attached pictures were reviewed. The photo shows the pump serial number which matches the reported serial number. The photo shows a message describing the reported complaint. The reported complaint for "the iabp shut down completely" is not able to be confirmed. No iabp part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is un-determined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "on transport, the iabp screen glitched twice. Both times balloon stopped and screen was black/unresponsive. Lights went out on quick buttons as well. Pump was still on (on/off power switch stayed lit up green). Quickly grabbed a new iabp and swapped out. The new pump was running fine". The patient's current condition is reported as "unknown".at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.